Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports. Patient experienced a hypoglycemic event (blood glucose level=49 mg/dl). Patient was taken to ER and treated with oral carbohydrates. Device being worn at ER was discarded.

Event description:
Type 2 diabetic pt. Using vgo 40 for 4-5 months reported to ae assessor her family found her semi-conscious due to hypoglycemia. Ae assessor spoke with the pt. For further investigation of case. Using vgo 40 bg 49 mg/dl after oral carbohydrates, 150 average, a1c 8.2%- using vgo, (pre-vgo 14%), taking sliding scale insulin for clicks; she did not have this scale available also takes metformin. When pts. Family found her on (B)(6) 2017, she was semi-conscious due to hypoglycemia. Her family administered oral carbohydrates and took her to the emergency room. At the ER, her bg was checked at 49 mg/dl. She was treated with additional oral carbohydrates and released from the ER when her bg was in the 100s mg/dl-pt. Did not remember the exact level. This case will be closed as serious, pt. Had no symptoms of low bg and required third party help. Likely contributing cause of the hypoglycemia is unknown and the vgo cannot be ruled out. The pt. Recovered without sequelae.

Manufacturer narrative:
Date of event: date corrected. Date of report: date corrected. Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.